Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 2 years post-implant. It was reported that the patient was admitted into the hospital due to an increase in lactate dehydrogenase (ldh). The following day, the patient's ldh level continued to rise and the patient had hemolytic urine. It was also reported that the pump did not unload the left ventricle sufficiently and a decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.